Event description:
It was reported that after lead revision early in the day the right ventricular (rv) lead was explanted due to loss of capture (loc) with no asystole. Another lead was placed successfully. No additional adverse patient effects were reported. Additional information was reported that the loss of capture for the right ventricular (rv) lead was due to lead dislodgement as verified on fluoroscopy. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned severed into two segments at 14.2 centimeters (cm) from the terminal pin. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported loss of capture and dislodgement.

Event description:
It was reported that after lead revision early in the day the right ventricular (rv) lead was explanted due to loss of capture (loc) with no asystole. Another lead was placed successfully. No additional adverse patient effects were reported. Additional information was reported that the loss of capture for the right ventricular (rv) lead was due to lead dislodgement as verified on fluoroscopy.

Event description:
It was reported that after lead revision early in the day the right ventricular (rv) lead was explanted due to loss of capture (loc) with no asystole. Another lead was placed successfully. No additional adverse patient effects were reported.